Event description:
The doctor reports that the dental implant located in dental position number: #36 failed because it fractured in the body. The doctor confirms that the procedure was not completed with another implant and that the patient did not suffer any negative impact or any unforeseen complications on his health as a result of the event.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional device information unknown /not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One full osseotiteâ® implant 4 x 11.5mm (fos411) was returned for investigation. Visual evaluation of the as returned implant identified fracture at threads. Device history record (DHR) review for the lot (2016071395) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2016071395) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.